Event description:
Healthcare professional reported a right side deflation and "valve failure" observed during surgery.. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and valve leak and/or damage: observed one opening assessed as surgical damage also observed one opening on the valve bond edge assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). As per the investigation procedures creases and wear particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and "valve failure" observed during surgery. Device has been explanted and replaced.